Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed a leak test. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: acquiring more information on status of unit. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,e1(site country),e2,e3,g3,g6,h2,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected field - h3. A getinge field service engineer (fse) had evaluated the unit and it was being found that the unit to be alarming upon start up. Than the fse had found the unit to have lost its transducer calibrations. Than the fse had calibrated all the transducers and verified for proper checking, but unit failed pim test. Unit will be requiring new pim module, which is currently in the out of stock. Than the fse had returned for repair, upon further troubleshooting the fse had found the was failing leak test due to a faulty safety disk. Than the customer had supplied the fse with a safety disk. Than the fse had replaced the safety disk and performed a full pm per manufacturer specifications. Than the unit had passed all test and calibration and is now ready for clinical use. There was unknown patient involvement.

Event description:
N/a.